Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having difficulties with a infusion set with a bent needle. The customer was experiencing high blood glucose levels of 417mg/dl. The customer declined to trouble shoot for high blood glucose levels. The customer treated high blood glucose levels with manual injection. The pump will not be returned.